Event description:
It was reported that the customer had a frozen display on the insulin pump. Customer stated that the time clock did not change and the display was not blank. Customer removed the battery for 5 minutes and when they inserted a new battery, no alarm occurred. Customer stated that the buttons on the pump were okay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.